Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). The reason for call was patient reported they wer e trying to figure out how to adjust their stimulation, but they couldn't figure this device out. Patient said the representative showed them how to use the equipment, but patient was having a hard time remembering what to do. Agent asked, patient said they were good until all of a sudden, maybe 3 days ago, they stopped feeling stimulation and couldn't figure out how to turn therapy back on. Patient mentioned they last charged their implant yesterday, but they weren't sure how much of a charge went in because they didn't know how to use the recharger app either. Patient successfully connected to the recharger app and saw the ins was 100% charged. Patient tried to connect with the patient therapy application, but kept seeing 'unable to connect' screen. Patient confirmed the green light was on the communicator and attempted to connect again, but saw something about 'recharger disconnected' and 'anti malware service.' Agent had patient close out of all running applications, make sure recharger was powered off and placed in dock, then reset the communicator and hold it closer to the implant site. Patient successfully connected to the patient therapy app and turned therapy on - patient said they could feel stim on. Agent reviewed general use information about the external devices. The troubleshooting steps that were taken on the call resolved the issue.